Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open coronary artery bypass graft procedure, while the device was being used for anastomosis to tissue with suture at the heart vessels, the needle had a performance problem that they were forced crossing the needle through the vessels. When the needle is pointed in the first passage of the tissue , the next passage begins to be blunt and does not show the same performance. It was also noted that the customer was faced with needle-suture detachment when trying to apple anastomosis. New suture was used, and same problem occurred. New device was used to complete the case. There was no patient injury.